Event description:
The customer reported a lyse leak at the lyse pump of the coulter lh 750 hematology analyzer. The instrument was generating white blood cell (wbc) voteouts and r flags when the leak was noticed. The volume of the leak was about 5 ml and not contained within the instrument. The customer also noticed that the needle bellows were not draining. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer found the tubing at the lyse pump pm7 was leaking. The customer replaced the tubing, which repaired the lyse leak, the wbc vote outs and the flags. A field service engineer (fse) evaluated the instrument on 03/23/2015. The fse found that pinch valve vl53b was not working. The fse replaced the pinch valve, which repaired the needle bellows. The repairs were verified per established procedures. (B)(4).